Manufacturer narrative:
Case information including patient information was not provided by the initial reporter. The review of the device history records of the driver used during the surgery indicate that the device was manufactured according to specification and no deviations were noted for released product. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent a metatarsal osteotomy (with an oblique screw) surgical procedure on (B)(6) 2016 that utilized paragon 28 monster screw system. It was reported that as the headless screw was implanted, and the neck of the screw engaged the cortex, a hx8 cannulated driver snapped off. A replacement driver, another hx8 cannulated driver, was then used and twisted. The surgeon proceeds to the phalanx and drove a hx06 cannulated driver headless and before the screw head could engage, the driver snapped. The hx8 cannulated driver broke during removal of fibular fracture plate. The initial reporter mentioned that the surgeon followed standard technique guide. It was reported that a countersink was completed and both screws was left slightly proud. This is report 3 of 3 for the incident.